Event description:
Initial info was received from a consumer on (B)(4) 2012: a (B)(6) female consumer took first treatment of poly-l-lactic acid (sculptra aesthetic) on (B)(6) 2011 and second treatment on (B)(6) 2011 for her wrinkles. In (B)(6) 2011, she developed symptoms on her lips. She stated that her lips became "beet red and they hurt." She stated that the symptoms were ongoing when she received her second sculptra aesthetic injection in (B)(6). At that time her lips were red, her eyes were glassy, and she looked sick. She said that she has experienced many infections on her lips including "(B)(6), staph, and yeast infections." She had blood work done but it came negative. She has used many different lotions, and has received antibiotics but her symptoms have continued. She can't eat hot, spicy foods, that she has lost (B)(6). She stated that her life has changed, and now she can't go places because of her lips. She used latest cream that has helped her; her lips are not as red but they are still dry. No medical history reported. Concomitant medication was not provided. No further relevant medical info was reported.